Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a ligature mark 22.5 cm distal to the is-1 connector pin and cuts into the insulation. The suture sleeve was found fractured. One part of the sleeve was returned. These damages probably occurred during the surgery. A thorough analysis of the lead did not show any deviations which might have led to the reported capture failure and sensing issues. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement causing capture failure and sensing issues. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes -

Event description:
This lead was explanted due to dislodgement causing capture failure and sensing issues. Should additional information be received, this file will be updated.